Event description:
After a procedure on a heavily calcified sfa lesion, the physician decided to post-dilate with a 6x200 evercross balloon over a .014 wire. The evercross was inflated three times and on the third inflation, it appeared to have ruptured. The physician tried to withdraw the balloon through a 7 french sheath, but encountered slight resistance prior to the proximal end of the balloon reaching the distal end of the sheath. The physician continued to withdraw the balloon and noticed that the distal portion of the balloon catheter was missing. The distal catheter segment, balloon material, and both marker bands were unaccounted for. The physician then attempted to snare the remaining balloon material, by pulling everything back through the sheath. At this point, both marker bands were still visible, though not certain if they were still attached to the balloon material. The physician was successful at getting past balloon and engaging snare, but substantial resistance was met when trying to pull back into sheath. Upon first pullback, a loose marker band and 2-3cm portion of balloon catheter was pulled through the sheath, but they were unable to determine how much catheter remained unaccounted for. The catheter appeared to have stretched well past its 135cm length. Several more failed attempts were made to capture balloon material at which point the physician removed all access wires and sheath and placed fem-stop device. Two hours after the procedure, the pt complained of a cold foot and was taken to surgery to undergo a surgical cut-down to remove the remaining pieces of the balloon and/or catheter. The remaining portion of the balloon was removed successfully.

Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.